Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 495 mg/dl. The customer stated that they had a bent cannula. The customer stated that they were nauseous. The customer reported that the blood glucose reached around 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that they had low blood glucose of 46 mg/dl and was able to bring the blood glucose up to 230 mg/dl. The customer's blood glucose was 279 mg/dl at the time of call. The insulin pump will not be returned for analysis.